Event description:
It was reported that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure performed in 2017. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. An accelerated outflow of the progav 2.0 could be determined. The shuntassistant is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine an accelerated outflow as well as adjustment difficulties at the shunt system. The cause of the accelerated outflow as well as the non-adjustability could be the deposits found. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.